Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred, due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated, in the instructions for use. Which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly, the ultrasound transducer. And the objective lens surface at the distal end. Visual abnormalities may result". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was leaking at the glue that was peeling on the objective lens, the tear marks in the biopsy channel and the lock pin on the electrical connector. There was peeling glue on the forceps cover, cracked glue on the bending section cover and a missing name plate and customer label. The angle wires were also stretched and there was angulation play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported the evis exera ii ultrasound failed the leak test during reprocessing, which had occurred after an unknown procedure. The procedure had been completed with the subject device and there was no reported delay. The customer does not know if the device came in contact with a hard surface or suffered a deep impact. The device is leak tested after every use. During the inspection of the returned device, there was peeling glue on the forceps cover. There was no harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.